Event description:
It was reported that the patient presented for a scheduled procedure. It was noted that the right ventricular lead exhibited high impedance and high capture thresholds. During the procedure, the lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.